Event description:
It was reported the switch remained on. The user reported that they incurred a burn on their left foot. They report that they sought medical attention and were hospitalized for six (6) days and released.